Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as ¿low¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the decreased basal, customer's blood glucose (bg) level rose to 569 mg/dl. Customer required assistance and was transported to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.